Event description:
Situation: baxter tubing on central line noted to be leaking at lowest y-site. Background: issues lately with tubing leaking. Assessment: notified provider, different fluids ordered and switched. Leaking tubing saved. Recommendation/request: new baxter tubing needed. Baxter notified today. Manufacturer response for IV tubing, (brand not provided) (per site reporter).